Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus finally because the repair of the subject device was cancelled. Therefore olympus could not check the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the buttons on the front panel were not responding. The user completed the procedure with the subject device there was not delayed more than 15 minutes. There was no report of patient injury associated with the event.